Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse identified broken helium line on the side of the high pressure regulator. Upon review of the iabp log files, the fse observed nothing unusual. The fse provided the customer with a cost estimate and ordered parts to be shipped over night. The fse returned to the customer's site and replaced the high pressure regulator and helium lines. Post replacement, the unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon return to the cath lab, when the end user was attempting to replace the helium tank on the cardiosave intra-aortic balloon pump (iabp), it was observed that the helium line on the hospital cart side was broken. There was no patient involvement, and no adverse event was reported.